Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp at position b1. Fse replaced the tip clamp. He verified that all other tip clamps were fine and also verified proper x-arm calibration. The instrument was tested without further problem and returned to expected operation.